Event description:
Healthcare professional reported right side rupture. Also reported "finding of a species of retrograde mainstream lymphoma" which was cd30-. This was found to be not device-related. Device has been explanted.

Manufacturer narrative:
Health effect impact codes: f2201 biopsy, f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Also reported "finding of a species of retrograde mainstream lymphoma" which was cd30-. This was found to be not device-related. Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Lymphoma-ndr: not applicable as the event is not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted."